Event description:
It was reported that a motor stall was suspected but not confirmed after an MRI the previous day. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).